Event description:
The manufacturer received information alleging a dream station bipap avaps device had evidence of thermal damage to the power inlet port. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported a dreamstation bipap avaps allegedly had evidence of thermal damage to the power inlet port. There was no report of patient harm or injury. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.